Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. Reportedly, customer reverted to manual injections for insulin therapy. The customer experienced an elevated blood glucose (bg) level of 575 mg/dl. A correction bolus was delivered to address bg.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 and alarm 20 issues were verified, but the cartridge alarm 9 issue could not be verified.